Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0185 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported the patient needed standard drug chemotherapy due to "malignant breast cancer", and the catheter was indwelled in our hospital on (B)(6) 2021. The indwelling process was smooth, with a depth of 39cm. On (B)(6) 2022, a puncture was found during infusion using the catheter. There is exudate, after inspection, it is suspected that the catheter is damaged and the exudate is caused. After withdrawing from the catheter for 2cm, the "0.9% sodium chloride injection" is injected. It is found that there is liquid leakage at 37-38cm of the catheter. After careful inspection, it is found that the leak has exceeded 1/3.